Event description:
The complainant reported that a physician elected to place a patient on impella cp support prior to percutaneous coronary intervention. The first attempt to place an impella cp via the right femoral artery was unsuccessful having felt great resistance in attempting to cross over the highly calcified aortic arch. Upon removing and inspecting the impella cp, the surgeon noticed that the abiomed 0.018¿ wire was severely kinked. The medical doctor elected to place a fresh 0.018¿ v-18 wire into the left ventricle (lv) and make a new attempt at placing the patient on impella support. The physician successfully placed the v-18 wire into the lv without complication. However, once again when inserting the impella cp over the wire, the impella again met resistance upon trying to cross over the aortic arch. After a few more attempts to advance the impella, the physician then elected to abort the impella insertion and place the patient on intra-aortic balloon pump. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Manufacturer narrative:
The investigation of delivery issues and product damage (guidewire kink) has been completed. Product was not returned for investigation. Data log review was not required for this case. The cause of the delivery issue was most likely patient condition related to calcified aortic arch. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided.